Event description:
Customer reported his insulin pump is cracked around the battery compartment. Customer's blood glucose is 158 mg/dl. Customer works construction. He stated he has been having battery connection issues for the last six to seven weeks. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Cracked reservoir tube lip, broken battery tube threads and minor scratches on display window noted during visual inspection. Blank display due to corroded battery tube. (B)(4).